Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer recalibrated tni method, ran quality control and performed precision testing, resulting within ranges. A siemens headquarter support center (hsc) specialist reviewed the event and instrument data and determined that there was no instrument or reagent issue. The hsc specialist also determined that the customer was using a 5 minute centrifugation, which is outside of the tube manufacturer's recommendations, therefore, the sample integrity issue could not be ruled out. The cause of the discordant, falsely elevated tni result is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni) result was obtained on a patient sample on the dimension exl with lm instrument. The discordant result was reported to the physician(s). A new sample draw was obtained from the patient and was run twice on an alternate dimension exl instrument, resulting lower both times. The customer then repeated the original sample on the alternate dimension exl instrument, also resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni result.